Event description:
It was reported the button on the insulin pump had frequently or intermittent response. The device was not dropped, bumped, or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose level was 107 mg/dl. No further info reported.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.